Event description:
Healthcare professional reported a patient was injected with 4mls of juvéderm® voluma® with lidocaine (0.65mls into the left cheek, 0.6mls into the right cheek, 0.4mls into the jw1 bilaterally, 0.2mls into the chin. 0.35mls into the periauricular area bilaterally, 0.2mls into the jw2 bilaterally, 0.4mls into the left jw3 and 0.2mls into the right jw3) and 1ml of juvéderm® volift® with lidocaine(0.4mls into the left accordian lines, 0.5mls into the right accordian lines and 0.1mls into the masseters bilaterally). Patient would later have a chest infection (deemed not device related) that lasted a few months and then following the chest infection, patient had a delayed inflammatory response that started a little less than three months after the injection consisting of significant swelling and tenderness to both cheeks and the jaw. Patient felt their cheeks were "heavy and full, sensitive and sore", but "not hot". Distinguishable firm lumps with borders were noted in the areas. Patient was prescribed with prednisone the next day with a regimen of 50mg for 5 days, 25mg for 5 days, and 12.5mg for 5 days. Two days after starting the prednisone, patient was also prescribed 250mg of clanthromycine 250mg bid for 7 days. Patient reported the swelling and tenderness began calming after 24 hours of starting the prednisone and event would ultimately fully resolve on an unspecified date. This is the same event and the same patient reported under MDR ID#3005113652-2023-00409 (allergan complaint #(B)(4)) and MDR ID#3005113652-2023-00408 (allergan complaint #(B)(4). This MDR is being submitted for the first suspect product, juvéderm® voluma® with lidocaine (lot: vb20b10954).

Event description:
Healthcare professional reported a patient was injected with 4mls of juvéderm® voluma® with lidocaine (0.65mls into the left cheek, 0.6mls into the right cheek, 0.4mls into the jw1 bilaterally, 0.2mls into the chin. 0.35mls into the periauricular area bilaterally, 0.2mls into the jw2 bilaterally, 0.4mls into the left jw3 and 0.2mls into the right jw3) and 1ml of juvéderm® volift® with lidocaine(0.4mls into the left accordian lines, 0.5mls into the right accordian lines and 0.1mls into the masseters bilaterally). Patient would later have a chest infection (deemed not device related) that lasted a few months and then following the chest infection, patient had a delayed inflammatory response that started a little less than three months after the injection consisting of significant swelling and tenderness to both cheeks and the jaw. Patient felt their cheeks were "heavy and full, sensitive and sore", but "not hot". Distinguishable firm lumps with borders were noted in the areas. Patient was prescribed with prednisone the next day with a regimen of 50mg for 5 days, 25mg for 5 days, and 12.5mg for 5 days. Two days after starting the prednisone, patient was also prescribed 250mg of clanthromycine 250mg bid for 7 days. Patient reported the swelling and tenderness began calming after 24 hours of starting the prednisone and event would ultimately fully resolve on an unspecified date. This is the same event and the same patient reported under MDR ID#3005113652-2023-00409 (allergan complaint #: (B)(4)) and MDR ID#3005113652-2023-00408 (allergan complaint #: (B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma® with lidocaine (lot: vb20b10954).

Manufacturer narrative:
Continued h.6. Investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to h.6. [Invest. Conclusions code]: the event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of infection, deemed not device related is considered an unexpected adverse drug experience.